Event description:
During procedure ceramic tip came off in pt. Dr. Retrieved it without additional adverse affect to pt. Note: biomed engineering requires letter to indicate material used to make product and a final answer as to whether the tip is radio-opaque.